Event description:
Additional information received from the healthcare professional reported that the patient had a lumbar MRI on (B)(6) 2015, but the healthcare professional was uncertain of whether the MRI was related to the device or therapy.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient was experiencing intermittent shocking related to body movement. The patient felt stimulation stop when she would bend over; this had been occurring since she was sent to physical therapy. The healthcare professional had the patient bending and twisting. The patient felt stimulation surge and then she felt zapped; this happened on 3 occasions during physical therapy, and then the patient stopped going to physical therapy. It was noted that the physical therapy was for hip pain and leg pain. There were no other reported traumas/falls that could be related to the event. In addition, there were no recent medical tests or emi environmental exposure. The managing healthcare professional had ordered an MRI of the lower back. Reported symptoms included zapping and uncontrollable shaking of the leg; this was considered a sudden change in therapy/symptoms. It was further reported that a manufacturer representative was sent to perform reprogramming, however, reprogramming did not resolve the issue. It worked for a few days, and then returned. No outcome or further troubleshooting/interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported the healthcare provider (hcp) sent her to physical therapy for hip issues and reflex sympathetic dystrophy syndrome (rsd). When the physical therapist had the patient do an exercise where the patient crossed one of the legs over another and pulled the leg up to the chest, it made the stimulator go crazy, the frequency turned up high, it felt like she was getting electrocuted, and for the rest of the physical therapy session her legs kept jerking around. An x-ray was done the week prior to the report and it showed the leads moved about 2-3 centimeters, but she was not sure. The patient said they may need the manufacturer's representative to reprogram the device. An MRI was to be taken to see what was causing the pain now or any damage. Prior to the physical therapy in (B)(6) 2015, there was no concern with the device or therapy. It was noted the patient was implanted in (B)(6) 2015 and wanted an identification card. The patient also asked how to use the patient programmer to activate the MRI mode. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.